Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
Correction: it was reported that a material rupture, proximal to the balloon, was observed during advancement of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft leak was confirmed. Difficult to position/resistance with a balloon catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no similar incidents for shaft leak or difficult to position reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 90% stenosed proximal left anterior descending artery. During the fourth delivery of the 2.0x15 mm tenku balloon catheter to the lesion, resistance was felt with a non-abbott balloon that was being used in a kissing balloon technique and a balloon rupture was observed. An unknown balloon was used and the procedure was completed without issue. No adverse effect or no clinically significant delay was reported. No additional information was provided.